Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) with inserted. However, a blood clot was observed in the hemostasis valve. Therefore, the sgc was removed and replaced. An xtw clip (40712a1033) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were successfully implanted. To further reduce mr, an additional xtw clip (40104r1112) was deployed on the mitral valve, reducing mr to a grade of 1-2. However, after deployment it was observed a tear on one of the leaflets occurred. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis (blood clot). Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed to address the thrombosis. There is no indication of a product issue with respect to manufacture, design, or labeling.